Manufacturer narrative:
Exact date unknown, event occurred few months ago from the aware date.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.